Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room and was reported to be jumping due to feeling pacing in the superior vena cava. Chest x-ray revealed that the right atrial lead had dislodged. It was believed that the patient was a twiddler. The lead was programmed off. On (B)(6) 2018, the lead was capped and replaced. Patient was stable throughout.